Event description:
It was reported that the device had no display and was alarming on powerup. There was no patient involvement.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a peeled downstream occlusion (dso) seal. Functional testing was able to duplicate the issue. Upon powering, the screen immediately turned red with error code 41786; however, after powering down and restarting the device powered up with no alarm. It was determined that the most probable cause is an intermittent microprocessor unit (mpu) board. The mpu board and dso seal were replaced to address the issue. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.